Manufacturer narrative:
Correction: updated b1 to adverse event, h1 to serious injury, and for h6 medical device problem code added capturing problem for the additional surgery due to high thresholds noted.

Event description:
It was reported that the patient's right ventricle leadless pacemaker (rvlp) was found to be at recommended replacement time (rrt) due to high programmed settings at implant and lack of follow up. During replacement procedure, the physician was unable to snare the rvlp with the retrieval catheter. The physician elected to deactivate the rvlp and implant a new one. The patient condition was stable following the procedure.